Event description:
Pt became dizzy and bp low during 5th prosorba treatment. Pt then developed some chest pain so treatment was discontinued. Pt had complex cardiac history and recently discontinued use of ace inhibitor. Pt was admitted to the hosp for evaluation and diagnosis reached was that pt had pneumonia. Antibiotics were administered and pt was discharged. In 09/2005 co received confirmation that pt had a cardiac consult at which it was determined that pt could not continue prosorba treatment. Pt has continued treatments and tolerated them well with premed of 80 mg solumedrol and using heparin instead of acid citrate dextose (acd) as anticoagulant. Pt also receives a ns bolus at the start treatment.